Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported ring piece of the distal end (bending section rubber adhesive) falling off issue could not be determined, however, the issue was likely due to user handling/mishandling. The event may be prevented by following the instructions for use sections below: olympus enf-vh operation manual. Important information ¿ please read before use - warnings and cautions warning: ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rhino-laryngo videoscope silver part of the distal end had fallen off. The issue was found during preparation for use of unspecified procedure that was completed using a similar device. There were no reports of patient harm.